Event description:
A customer reported that an archived patient exam was not able to be retrieved from a system accessory (aegis networking device); the patient had to therefore repeat the non-invasive procedure.